Manufacturer narrative:
The device sp14003 has been inspected for investigation purpose. The tests performed confirmed that the peek support for the robot stand target arm was blocked inside metallic support. The defective parts were replaced for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the robot stand target arm was non-functional. There was no patient involvement reported.